Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined.

Manufacturer narrative:
The complaint sample has not been returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
It was reported on (B)(6) 2015 by the eye care professional (ecp) that the patient (male), experienced discomfort and red eye after wearing the contact lens. The consumer visited the ecp on (B)(6) 2015 and was diagnosed with an ulcer in the right eye. On (B)(6) 2015, the ecp confirmed that the eye had recovered. Additional information received on (B)(6) 2015 from the sales representative who had visited the eye care professional (ecp) on (B)(6) 2015, who stated that the patient was a (B)(6) year old male who had been using this brand of lenses since (B)(6) 2015 (he previously used a different daily disposable lens). On (B)(6) 2015, the patient visited the ecp to report a discomfort sensation and red eye since the previous day. It is noted that the eye recovered from this incident. The corneal ulcer was confirmed on the right eye (the occurrence area: rv = (1.2xs-2.50d=c-0.50dax90). The patient was prescribed the following eye drops and instructed not to wear contact lenses: levofloxacin/ antibacterial (1.5%), tobramycin/ antibiotic, 0.1% fluorometholone. On (B)(6) /2015, the patient revisited ecp and at that time there was no deterioration of the symptom and they were not alleviated. On (B)(6) 2015, the patient revisited the ecp and the symptoms of the corneal ulcer had been resolved, but leukoma (a white opacity in the cornea of the eye), as a scar of the corneal ulcer, remained. On (B)(6) 2015, the patient revisited the ecp and was confirmed eye recovery and no problem with visual acuity. The following information was also given on (B)(6) 2015 by the sales representative: the location of corneal ulcer was at the direction of 10 o'clock, slightly overlapping the pupillary area and it was 2.5mm in size. No culture was implemented. A scar from the ulcer was confirmed (cicatrix). The frequency and length of time to use the prescribed eye drops was unknown. The doctor confirmed this event to be serious and that there was a causal relationship with the lens. The ulcer had resolved on (B)(6) 2015.